Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Unable to verify unexpected restart, external ram crc error, displayable history crc failed on startup and audio/beep anomaly alarm due to blank display. Pump received with c racked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call indicating that the insulin pump had audio/beep anomaly, unexpected restart alarm and external ram crc error alarm. Customer's blood glucose at time of incident was 150 mg/dl. The customer was advised and explained pump experience an unexpected restart due inserting new battery. The customer stated that he received constant tone was driving when the alarm went off. The customer was advised to do self-test and passed and asked to monitor pump. The customer reported via phone call that the insulin pump alarm displayable history crc failed on startup (a47). Customer's blood glucose at time of incident was 150 mg/dl. The customer advised the pump alarm during normal use. The customer received 6 displayable history failed on startup alarms in history. The customer was advised that we replacing pump due to multiple alarms.